Manufacturer narrative:
The company representative did not confirm nor replicate the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. An internal investigation was opened for this issue but was later determined to be irrelevant to this investigation. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic console presented poor vitrectomy cutter performance and poor aspiration during a surgery. Procedure details and patient impact were not reported.